Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient's system had not worked for a long time. It was noted the device stopped working 6 years ago, approximately (B)(6)2010. Technical services discussed troubleshooting with the rep to help determine if the patient's issue may be related to the transmitter or the implant. No patient symptoms were reported regarding this event.

Event description:
Additional information was received from a friend/family member of a patient and from a patient on 2017-apr-17. The patient was implanted quite a few years ago and it is no longer working beginning maybe 10 or 12 years ago and they had pain. It was recommended that the patient find a managing healthcare professional (hcp) for their device and follow up with their hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.